Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front panel switches did not function because of a faulty front panel. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a front panel unit failure. Additional evaluation findings are as follows: 1.) Heavy dust inside the unit; 2.) Lens noted foggy; 3.) Cable found rusty. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel switches did not function. The problem, as reported to olympus, was identified during a device inspection. There was no patient involvement, associated with the event, reported to olympus.